Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, the patient found a loose connection between one of the supply bags and the supply line. The technical service representative reviewed proper procedures with the patient and assisted them with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, the patient reported a loose connection which is a known cause for this alarm. Should additional relevant information become available, a supplemental report will be submitted.